Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that in the alarm history an unexpected restart and a test failure at 10:01 a.m. Alarms were found. The customer did not receive a low battery alert prior to the off no power alert. The customer was stuck on the time setup screen. Customer's blood glucose level was not reported. The insulin pump was not stored or not in use for an extended period of time. The device was not returned.